Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for protector lot 2204137, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. As the injector lot is unknown for this incident, a device history review could not be performed. Retained samples from protector lot 2204137 were used for additional evaluation. Functional testing was performed, penetrating the protector with a sample injector ten times. In all cases the product functioned as intended and no coring was identified. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Results were reviewed for the available lot and verified to be within required limits. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify a definitive root cause at this time.

Event description:
It was reported that 2 bd phaseal¿ protectors p50j experienced coring within the fluid path. The following information was provided by the initial reporter: coring has been frequently occurring during preparation of ifomide.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd phaseal¿ protectors p50j experienced coring within the fluid path. The following information was provided by the initial reporter: coring has been frequently occurring during preparation of ifomide.